Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck was 20 mm in length, 30 mm in diameter proximally, 34 mm in the middle and distally. The right iliac artery was 11 mm, 12 mm and 14 mm in diameter from proximal to distal, the left iliac was 11 mm and 13 mm from proximal to distal and were severely calcified. It was reported that the bifurcated stent graft was implanted on the right side and when the contralateral limb was deployed on the left side, the physician noticed a dissection in the left external iliac artery. (MFR. Report #2953200-2010-01636). The physician placed a talent iliac extension stent graft resolving the dissection. The pt's blood pressure went up, however, as the physician was closing the pt, the blood pressure was dropping. The right iliac was found to have dissected. The physician elected to surgical repair the right iliac dissection with another manufacturer's graft and the dissection was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (arterial trauma/dissection/perforation, arterial and venous occlusion); (severely calcified vessels). Conclusions: (severely calcified vessels).